Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to vehicular accident. The customer's blood glucose level at the time of hospitalization was 127 mg/dl. The customer reported that they had some scratches on the insulin pump. The customer reported that the insulin pump system was in use at time of vehicular accident. The customer was treated by cleaning wounds and pain reliever, saline drip, medications, and x-rays. The insulin pump passed the self test and displacement test. The customer stated that the insulin pump was dropped. The customer reported scratches all over the pump. The customer stated that the scratch was on the lcd screen but they could read the display. The insulin pump will not be returned for analysis.